Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported that the product was not used. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.

Event description:
It was reported, "during incoming inspection found stain on product."

Manufacturer narrative:
Additional information received: an investigation was conducted on (5) unused returned samples provided and found that the samples did not perform to our requirement. However, this complaint issue was investigated previously and documented in the CAPA system to address the confirmed complaint to prevent future occurrences. As this particular lot was made before the CAPA implementation, thus, no further evaluation needed and complaint can be considered closed. A CAPA investigation was performed, root cause(s) were determined, corrective action(s) executed and was approved for closure. MDR manufacturer report number incorrect on MDR MFR#9611710-2014-00212 submitted july 21, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).